Event description:
It was reported that an asymptomatic patient had episodes of premature ventricular contractions due to undersensing. Isoelectric issue was suspected. Programming changes are unlikely to affect the sensing. The patient is stable and will be monitored normally.

Event description:
Clarification of event: it was reported that ventricular undersensing was observed. The patient was known to have several types of premature ventricular contractions (pvc) and appear to be isoelectric pvc. Patient was asymptomatic and will be followed normally.

Manufacturer narrative:
(B)(4).